Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Patient information: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vticmo12.6 implantable collamer lens, -7.5/+1.0/072 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intra-operatively on (B)(6) 2019. An alternate lens was successfully implanted on (B)(6) 2019. Reportedly, there was no patient injury. The cause of the event is reported as unknown.